Event description:
It was reported that there were difficulties appropriately ventilating the patient who became severe acidotic with low saturations. The patient was removed from the ventilator on several occasions and manually bagged. Final patient outcome was no harm. Manufacturer¿s ref #: (B)(4).